Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was low and the insulin pump display was blank. The customer's blood glucose was 76 mg/dl at the time of incident. The customer reported that they were having a problem with the battery. It read that the battery was low like 2 days ago so the customer took the battery out and put one in and it was a brand new battery and it told me weak battery and it did it to three of the same batteries and it happened to have an older battery and they put it in and it worked. Yesterday the customer took blood glucose reading and it was 310 mg/dl and they put in blood glucose and the pump did nothing and the customer pushed buttons and nothing happened. The customer reported that this morning blood glucose was 105 mg/dl. The customer had a blank display and cleaned battery cap and display returned. The customer declined to troubleshoot on the high blood glucose troubleshooting and sugars were 36 mg/dl. The customer declined to trouble for low blood glucose. The insulin pump will not be returned for analysis.